Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer did not provide their blood glucose value at the time of the incident. The customer reported that the insulin pump screen did not turn on, that it vibrated three times, and that it had a red light blinking after getting out of the pool. Troubleshooting was performed and did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.